Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") and autoimmune disorder ("autoimmune type problems") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue") and menorrhagia ("excessive and abnormal bleeding during menstruation,"). The patient was treated with surgery (underwent surgical removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, autoimmune disorder, fatigue and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, fatigue and menorrhagia to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), autoimmune disorder ('autoimmune type problems'), seizure ('seizure / pseudo seizure') and culdoplasty ('surgery (other): mccall's culdoplasty') in a 34-year-old female patient who had essure (batch no. 852003) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vision loss, congenital cardiac septal defect, non-epileptic seizure, ectopic pregnancy (2002), abortion spontaneous (2006), cerebral cyst, migraine aura, numbness in face, attention deficit disorder, asthma, interatrial septal aneurysm, gait disorder, tremor, leukocytosis, altered state of consciousness, delirium, nicotine dependence, post-traumatic stress disorder, hallucinations, pneumonia, leukocytosis, prophylactic, anemia, irregular menstruation and salpingectomy. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (amphetamine salts), buspirone since (B)(6) 2017, citalopram since november 2011, clopidogrel from (B)(6) 2016 to (B)(6) 2017, cyanocobalamin, cyanocobalamin since 2015, cyclobenzaprine (B)(6) 2017, desvenlafaxine succinate (pristiq) (B)(6) 2017 to (B)(6) 2018, dextromethorphan hydrobromide;doxylamine succinate;ephedrine sulfate;ethanol;paracetamol (nyquil) since 1990, epinephrine (epipen) since 2013, escitalopram, fluticasone propionate;salmeterol xinafoate (advair) since 2011, guaifenesin (mucinex) since 2012, iron since 2015, lansoprazole (prevacid) since 1997 to june 2018, loratadine, pseudoephedrine sulfate (claritin-d allergy) from 1997 to 2018, lorazepam, meloxicam (B)(6) 2016, montelukast, nortriptyline (B)(6) 2016, pantoprazole from (B)(6) 2016 to (B)(6) 2017, pramipexole (B)(6) 2017, salbutamol sulfate (albuterol sulfate) since 1997, salbutamol sulfate (proair hfa) since 2000, sumatriptan since 2013, tramadol (B)(6) 2016 and verapamil since 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines / headaches,"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful intercourse)"). In (B)(6) 2016, the patient experienced conversion disorder ("neurological conditions or problems: conversion disorder"), depression ("psychological or psychiatric problems: depression,"), anxiety ("psychological or psychiatric problems: anxiety,"), seizure (seriousness criterion medically significant) and visual field defect ("vision/eye problems: loss of peripheral vision"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("excessive and abnormal bleeding during menstruation,"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient underwent culdoplasty (seriousness criterion medically significant), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced adenomyosis ("other injury(ies) or complication(s): adenomyosis") and cervicitis ("other injury(ies) or complication(s): chronic cervicitis.") And was found to have leiomyoma ("other injury(ies) or complication(s): leiomyoma,"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy modified mccall's culdoplasty, and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the fatigue, autoimmune disorder, migraine, conversion disorder, depression, anxiety, seizure, culdoplasty, visual field defect, adenomyosis and leiomyoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, anxiety, autoimmune disorder, cervicitis, conversion disorder, culdoplasty, depression, dysmenorrhoea, dyspareunia, fatigue, leiomyoma, menorrhagia, migraine, pelvic pain, seizure, vaginal discharge, vaginal haemorrhage and visual field defect to be related to essure. The reporter commented: the essure procedure was performed per protocol. Trailing coils: left 1.5. Right not performed since pt. Had prior ectopic pregnancy and salpingectomy per pts history. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: occlusion (left tube occluded), other (please describe): blind ending right tube consistent with prior history of surgery. Pathology test - on (B)(6) 2017: cervix and uterus: mild chronic cervicitis. Nonsecretory endometrium. Adenomyosis uteri. Subserosal leiomyoma. Portion of left fallopian tube with no significant histologic changes. Portion of right fallopian tube with no significant histologic change. Gross description: cervix, uterus: the posterior surface in its midportion shows a pedunculated leiomyoma, measuring 2 cm in greatest dimension. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, seizure headaches, chronic migraine, anxiety, panic attacks, menorrhagia, dysmenorrhea, pelvic pain, adenomyosis, mccall's culdoplasty, lot number: 852003, manufacture date: 2011-04, expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number n this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), autoimmune disorder ('autoimmune type problems'), seizure ('seizure / pseudo seizure') and culdoplasty ('surgery (other): mccall's culdoplasty') in a 34-year-old female patient who had essure (batch no. 852003) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vision loss, congenital cardiac septal defect, non-epileptic seizure, ectopic pregnancy (2002), abortion spontaneous (2006), cerebral cyst, migraine aura, numbness in face, attention deficit disorder, asthma, interatrial septal aneurysm, gait disorder, tremor, leukocytosis, altered state of consciousness, delirium, nicotine dependence, post-traumatic stress disorder, hallucinations, pneumonia, leukocytosis, prophylactic, anemia, irregular menstruation and salpingectomy. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (amphetamin salts), buspirone since (B)(6)2017, citalopram since (B)(6)2011, clopidogrel from (B)(6)2016 to (B)(6)2017, cyanocobalamin, cyanocobalamin since 2015, cyclobenzaprine from (B)(6)2017 to (B)(6)2017, desvenlafaxine succinate (pristiq) (B)(6)2017 to (B)(6)2018, dextromethorphan hydrobromide;doxylamine succinate;ephedrine sulfate;ethanol;paracetamol (nyquil) since 1990, epinephrine (epipen) since 2013, escitalopram, fluticasone propionate;salmeterol xinafoate (advair) since 2011, guaifenesin (mucinex) since 2012, iron since 2015, lansoprazole (prevacid) since 1997 to (B)(6)2018, loratadine, pseudoephedrine sulfate (claritin-d allergy) from 1997 to 2018, lorazepam, meloxicam from (B)(6)2016 to (B)(6)2016, montelukast, nortriptyline from (B)(6)2016 to (B)(6)2016, pantoprazole from (B)(6)2016 to (B)(6)2017, pramipexole from (B)(6)2017 to (B)(6)2017, salbutamol sulfate (albuterol sulfate) since 1997, salbutamol sulfate (proair hfa) since 2000, sumatriptan since 2013, tramadol from may 2016 to (B)(6)2016 and verapamil since 2012. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced migraine ("migraines / headaches,"). In (B)(6)2014, the patient experienced dyspareunia ("dyspareunia (painful intercourse)"). In (B)(6)2016, the patient experienced conversion disorder ("neurological conditions or problems: conversion disorder"), depression ("psychological or psychiatric problems: depression,"), anxiety ("psychological or psychiatric problems: anxiety,"), seizure (seriousness criterion medically significant) and visual field defect ("vision/eye problems: loss of peripheral vision"). In (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdomen pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("excessive and abnormal bleeding during menstruation,"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2017, the patient underwent culdoplasty (seriousness criterion medically significant), 6 years 2 months after insertion of essure. On an unknown date, the patient experienced adenomyosis ("other injury(ies) or complication(s): adenomyosis") and cervicitis ("other injury(ies) or complication(s): chronic cervicitis.") And was found to have leiomyoma ("other injury(ies) or complication(s): leiomyoma,"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy modified mccall's culdoplasty, and bilateral salpingectom). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the fatigue, autoimmune disorder, migraine, conversion disorder, depression, anxiety, seizure, culdoplasty, visual field defect, adenomyosis and leiomyoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, anxiety, autoimmune disorder, cervicitis, conversion disorder, culdoplasty, depression, dysmenorrhoea, dyspareunia, fatigue, leiomyoma, menorrhagia, migraine, pelvic pain, seizure, vaginal discharge, vaginal haemorrhage and visual field defect to be related to essure. The reporter commented: the essure procedure was performed per protocol. Trailing coils: left 1.5. Right not performed since pt. Had prior ectopic pregnancy and salpingectomy per pts history. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: occlusion (left tube occluded), other (please describe): blind ending right tube consistent with prior history of surgery. Pathology test - on (B)(6)2017: cervix and uterus: mild chronic cervicitis. Nonsecretory endometrium. Adenomyosis uteri. Subserosal leiomyoma. Portion of left fallopian tube with no significant histologic changes. Portion of right fallopian tube with no significant histologic change. Gross description: cervix, uterus: the posterior surface in its midportion shows a pedunculated leiomyoma, measuring 2 cm in greatest dimension.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, seizure headaches, chronic migraine, anxiety, panic attacks, menorrhagia, dysmenorrhea, pelvic pain, adenomyosis, mccall's culdoplasty, most recent follow-up information incorporated above includes: on 30-jul-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Product indication female sterilization updated. Essure start date updated. Other relevant history and lab data updated. Lot number newly added. Outcome of event menorrhagia changed from "unknown" to "recovered/resolved". Events: abnormal bleeding vaginal, menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines / headaches, neurological conditions or problems: conversion disorder, psychological or psychiatric problems: depression, psychological or psychiatric problems: anxiety, psychological or psychiatric problems: seizures, surgery (other): mccall's culdoplasty, vaginal discharge, vision/eye problems: loss of peripheral vision, other injury(ies) or complication(s): adenomyosis, other injury(ies) or complication(s): leiomyoma, other injury(ies) or complication(s): chronic cervicitis, pelvic pain, abdomen pain newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.